Manufacturer narrative:
One device was received for evaluation. Visual inspection found the upstream occlusion (uso) seal to be buckling. The device passed all functional tests once the uso seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
During the device evaluation the upstream occlusion seal was noted to be buckling. There was no patient involvement, the event occurred during testing.